Event description:
The pt is part of a clinical study and was implanted with an ipg on (B)(6) 2009. It was reported that the pt's ipg was replaced because the device had reached its end-of-life.

Manufacturer narrative:
Eval: results: as received the ipg was non functional. The can was cut open and the battery removed. After the battery was removed, the ipg was powered with an external power source and communication was established. With the use of software, the ipg model code and serial number were reloaded and the ipg was auto tested. The ipg passed all auto test sections except for the can test and the magnet test; these failures can be attributed to the can being cut open. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.